Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per IFU and training, the edwards commander delivery system is used for delivery of the edwards sapien 3 transcatheter heart valve. Valve deployment in unintended location is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long-term effects are not completely understood. In this case, per report, procedural factors (use of a non-edwards device to deploy valve) contributed to the reported event. No device malfunction was identified in the report. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
The first 29mm sapien 3 valve was to be deployed in the aortic position via antegrade approach. The 29mm sapien valve was crimped on a true balloon (non-edwards) and inserted through a 24f gore sheath (non-edwards) in the femoral vein. A ¿large check-flo introduce¿ was also used. The plan was to go through via trans-septal, into the left atrium, though the mitral valve, into the left ventricle and then place the sapien 3 valve in the aortic position. During advancement of the true balloon with the sapien 3 across the septostomy, the valve began to slide off the true balloon. The advancement was stopped, and the system and valve were pulled back to the ivc and the 29mm sapien valve was implanted without any issues. The approach was changed to transcaval and the second valve was deployed in the aortic position without issues. The patient was stable.